Event description:
Caller reported a potential false negative hcg result on the consult diagnostic hcg cassette. However, a positive quantitative serum result around 10,000, was obtained and the urine was ran in the afternoon at approximately 4:30pm. No pt info was provided. No sample or kit was available for return.

Manufacturer narrative:
No pt samples were returned for investigation. No further investigation could be performed since no product lot number was provided by the customer. Per complaint issue, pt urine was ran in the afternoon approximately 4:30pm. Per limitations stated in the package insert, "very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hrs later and tested." This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.